Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and 5 inappropriate electric shocks as part of an isolated event. The therapy was exhausted. The device remains in service. No additional patient effects were reported.